Event description:
Related manufacturer reference number: 1627487-2023-00099. It was reported that the patient experienced an infection at the ipg site and tracked up to the leads. As such, surgical intervention took place wherein the entire system was explanted to address the issue, reportedly, the infection is treated with IV medication and hospitalization.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that the infection has resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.